Event description:
It was reported to medtronic neurosurgery that the doctor checked the device after implantation and found the catheter leaking.

Manufacturer narrative:
Three centimeters of the reported catheter was returned sutured to a strata 2 valve, regular. The valve was returned set to performance level 1.5 and could not be adjusted to any other performance levels. A dissection of the valve identified pt debris inside the valve adjustment mechanism preventing rotor movement. The instructions for use that accompany the device caution that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the MFR records showed no anomalies. Although the item was explanted, the report did not allege deficiency or malfunction of the valve. All of the valves are 100% tested at the time of MFR.